Event description:
After lens was implanted, the doctor noticed that the lens looked cracked and one of the haptics had come off with a sharp edge and possible lens bag break, with an iris bleed. Lens had to be explanted.